Manufacturer narrative:
Unit received with intermittent button response from all buttons due to corroded keypad traces. Unit passed self test and displacement test. Unit received with peeling keypad overlay, missing display window cover and corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damage. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.